Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead exhibited failure to capture and the physician elects to use the new one. However, both of the lv lead cannot achieve the satisfactory threshold values. The lv lead was replaced. The patient was in stable condition throughout the procedure.